Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1003 - vantage patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 25mm navitor valve was implanted utilizing a flexnav delivery system. On (B)(6) 2024, the patient was hospitalized due to gait instability. A stroke was diagnosed on computerized tomography (CT). Edoxaban was provided to treat the issue.

Event description:
Clinical information:(B)(4) vantage patient site ID: (B)(4) it was reported that on (B)(6)2023, a 25mm navitor valve was implanted utilizing a flexnav delivery system. There was no device or patient issues during the procedure. On (B)(6) 2024, the patient was hospitalized due to gait instability. A stroke was diagnosed on computerized tomography (CT). Edoxaban was provided to treat the issue. There was no malfunction of the navitor device reported. The patient was hospitalized (B)(6) patient was discharged without permanent symptoms.

Manufacturer narrative:
An event of stroke and movement disorder was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that there were no issues during the procedure. Approximately 4 months after the procedure, the patient was hospitalized due to gait instability. A stroke was diagnosed on computerized tomography (CT). Edoxaban was provided to treat the issue. There was no malfunction of the navitor device reported. It was noted that the patient had a stroke approximately 11 years prior to the procedure. Based on all available information, the root cause of the reported event could not be conclusively determined. It is possible that this was a result of the patient condition. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.